Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 528176.

Event description:
It was reported that the patient developed a hematoma during an implant procedure and was unable to move the left leg. It was noted that the paddle was sitting awkwardly in the tight epidural space and the anesthesia team also forgot to give anti bleeding medication. The physician believed that the device or procedure caused or contributed to the patients complication. The patient underwent an explant procedure wherein the ipg and paddle lead were removed, and a drain was put in. The patient was doing well post-operatively and the explanted devices were discarded by the medical facility.